Event description:
The customer reported that the male luer spin collar cracked down the middle of the collar and broke off from the set during a patient infusion in the picu. No patient harm or medical intervention was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.